Manufacturer narrative:
Correction: the UDI was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogging the ccd lens, but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company rep on behalf of customer reported to olympus the duodenovideoscope had dirt/debris stuck around cover glass for charged coupled device (ccd) on two different scopes. The scopes were cleaned by an edc plus and inspected by an onsite field service engineer (fse). There were remains of patient material on the distal end. The scopes were re-washed, and the debris was removed. No patient infections or injuries reported. Inspection of the device by the fse revealed the device had been incorrectly reprocessed by the user facility. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. Related patient identifiers: tjf-q190v, sn (B)(6), ((B)(6)) and tjf-q190v, sn (B)(6) ((B)(6)).